Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 487 mg/dl at the time of the incident and was treated with manual injection. The customer¿s other blood glucose was 357 mg/dl. The customer stated that they had high blood glucose in the 400 mg/dl for the last few days. The customer stated that they had switched everything out including the sensor. The customer informed that their blood glucose were increasing and that the insulin or the insulin pump was not working. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature active and automatically adjusting insulin at time of high blood glucose event were on. The customer does not allege that the insulin pump was under delivering. The customer reported that the insulin exited at the quick release. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.